Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced issues with available hard disk drive space on server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced issues with available hard disk drive space on server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had problem with the available space on hard disk drive (hdd) on database server. The technical support specialist (tss) addressed server and database issues. Tss noted that server purge selection had failed with no deletion records and confirmed that archiving had not worked. A bloated table in the dsservereports instance was truncated using knowledge article dbo.sysssislog table bloated - dsserverreports database growing large, and the dsserveroltp database was large for 13 stations. Some stations showed high inactivity, so the timeout was reduced to 60 for better stability. The idm3 database was bloated due to 72 million user records, leading to deletion and recreation of mr.userclaims. Server backups were maintained by the customer. Devices from rss 3 had sizes over 8gb, which could not be fixed using es tools. Archive confirmation was pending, and due to no customer response, and tss proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the issue.